Event description:
It was reported by our local distributor that while performing a 8.0 programming software upgrade on a dell x50 handheld computer the upgrade did not complete. No issue was noted with the handheld prior to the upgrade. Manufacturer is pending the product being returned for analysis.